Event description:
The intraocular lens dislocated at 2 weeks post operative and was removed. The patient remained aphakic for 1 week until a secondary lens was implanted.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.